Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material #:305106, batch#:unknown. It was reported by customer that the needle clogged/blocked happening while priming needle and one occurrence happened while trying to administer medication technician noticed a barb at the end of the needle doe unknown, bent needles. Verbatim: rcc received a complaint via phone. Productcomplaint: ref: (B)(4). Lot: 3299399 and unknown. Issue: needle clogged/blocked happening while priming needle and one occurrence happened while trying to administer medication technician noticed a barb at the end of the needle doe unknown, bent needles. Pt harm: no. Doe: 30jul2024, 11jul2024, 09jul2024, 01aug2024 and unknown-clogged/blocked. Doe: unknown and 02aug2024. (B)(4)-is the distributor of the medical devices regeneron-is contacted for replacement of the medication, they have been notified. Samples available.

Manufacturer narrative:
(B)(4) follow up: it was reported the needle was blocked. A device history record review was completed by our quality engineer team for provided material number 305106 and possible lot number 3299399. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Event description:
No additional information received. Material #:305106 , batch#:unknown. It was reported by customer that the needle clogged/blocked happening while priming needle and one occurrence happened while trying to administer medication technician noticed a barb at the end of the needle doe unknown, bent needles. Verbatim: rcc received a complaint via phone. Pir attached. Productcomplaint: xxxxxxxxxxxxxxxxx. Ref: 305106. Lot: 3299399 and unknown. Issue: needle clogged/blocked happening while priming needle and one occurrence happened while trying to administer medication technician noticed a barb at the end of the needle doe unknown, bent needles. Pt harm: no. Doe: (B)(6) 2024 and unknown-clogged/blocked. Doe: unknown and (B)(6) 2024. (B)(4) is the distributor of the me.dical devices. (B)(4)-is contacted for replacement of the medication, they have been notified. Samples available